Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the surgeon implanted this stem he went to trial the various proximal bodies however he found none of the bodies would connect to the stem. The surgeon then trialled the proximal bodies with the various trial stems and they all fit perfectly. Surgeon had to remove this implant and insert another however we didn't have the same stem available so he had to use a size 10 revision stem which wasn't ideal for the patient. No x-rays available. Surgery delay of 20 mins. The surgeon will be sending off for in-hospital investigation.